Manufacturer narrative:
(B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration in (B)(6) of 2014 (exact date not reported), resulting in fixture loss.